Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2015 ; dor: (B)(6) 2017 ; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention, medical device removal, no information available the concomitant insert and patella has been changed to unk insert and unk patella as per to do.

Event description:
Medical record ad 17 june 2019 was reviewed on 12 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to pain and degenerative joint disease. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2017: the patient underwent a revision of the right knee secondary to suspected loosening. Intraoperatively, the surgeon discovered tibial loosening at the cement to implant interface; and the surgeon also noted femoral component loosening likely at an unknown interface with notably soft bone. No intraoperative complications were noted. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).